Event description:
It was reported the patient¿s implantable neurostimulator (ins) was overdischarged and they were charging more than expected. It was noted that a trickle charge was done about three weeks ago. The reporter stated the patient could charge normally, but the power on reset (por) was not cleared after the trickle charge. It was noted the patient¿s therapy was restored and they were getting good stimulation in their shoulder and arm. It was further noted the last recharge was unknown. It was noted the patient¿s ins was back in overdischarge last week due to patient compliance. The reporter stated they did another trickle charge, charged the ins to (B)(6)%, and cleared the por. It was noted the patient could not charge the ins past (B)(6)% now. It was further noted that the patient charged for two hours and then three hours. The reporter stated the patient was unhappy with the charging experience overall and they would prefer to have a non-rechargeable ins. It was noted the patient and manufacturing representative were going to follow up with the patient¿s healthcare professional. Additional information received reported the patient charged for four hours and then three hours. Additional information received reported the ins was unable to be "brought back¿ to the point where the patient could consistently charge by themselves. The reporter stated the patient and their healthcare professional were deciding on implanting another system or a pain pump. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).